Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting procedure a stent fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 16mm promus element plus stent was deployed at nominal pressure at the target lesion. During the final angiogram it was noted that some of the stent struts fractured at the distal segment of the stent . They then used a 3.00 x 16mm promus element plus stent delivery system to overlap the 3.00 x 16 promus element plus stent. The procedure was completed. No further patient complications were reported and the patient status is listed as stable.